Manufacturer narrative:
Updated field(s): date of birth describe event or problem other relevant history serial # / lot # manufacture date / exp. Date device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. Three kinks were observed on the catheter tubing approximately 37.8cm, 42.4cm and 43.2cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 22.6cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an optical sensor failure alarm occurred on the cs300 intra-aortic balloon pump (iabp). All attempts at resolving the issue were unsuccessful. The getinge representative directed the customer to connect a transduced radial arterial line for the arterial pressure to the iabp. The inner lumen of the iab was capped off at insertion, so it was not available for use. They stated the patient had the iab inserted (B)(6) 2024 via femoral artery. They could not properly identify the iab as it was completely taped up with 4x4 gauze and or towels. The team would not undress it to identify the iab. Therapy was being delivered as expected and no interruption of therapy occurred. The iab was in use for 10 days. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an optical sensor failure alarm occurred on the cs300 intra-aortic balloon pump (iabp). All attempts at resolving the issue were unsuccessful. The getinge representative directed the customer to connect a transduced radial arterial line for the arterial pressure to the iabp. The inner lumen of the iab was capped off at insertion, so it was not available for use. They stated the patient had the iab inserted (B)(6) 2024 via femoral artery. They could not properly identify the iab as it was completely taped up with 4x4 gauze and or towels. The team would not undress it to identify the iab. Therapy was being delivered as expected and no interruption of therapy occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a